Manufacturer narrative:
B5: additional information was received. The event occurred during a total parenteral nutrition infusion via a peripherally inserted central catheter on an infant. The user facility submitted medwatch 0700220000-2023-8216 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink solution administration set was leaking from the y-site. The leak was observed during patient therapy with total parenteral nutrition (tpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device and a photograph were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All the components are correctly placed and according to specifications. Functional testing was performed including pressure and clear passage testing, and there were no issues observed. The sample was connected to a secondary medication set and the priming was performed at the set with a bag of sterile water, and no issues were observed. Simulated usage testing was also performed, with no issue noted. The returned photograph was reviewed, and it was noted that there was a leak in the gland of the y-site clearlink. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.